Event description:
It was reported that the ilet bionic pancreas pump was not displaying dexcom g7 continuous glucose monitor (cgm) readings at the start of a call, after which readings resumed during the interaction, and troubleshooting and education were completed. No clinical signs, symptoms, or conditions were reported. Outcomes included no need for medical intervention and no hospitalization. User support included customer-guided troubleshooting and review of sensor-pump connectivity and signal status. Investigation of this case revealed transient signal loss between the dexcom g7 and the ilet pump, with normal function restored without device replacement. It was concluded, based on previously established findings for similar reports, that the cause was intermittent communication disruption.